Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2011, first inratio: 2.7. Date: (B)(6) 2011, first inratio: 1.3, second inratio: 1.4, lab: 2.1. Date: (B)(6) 2011, first inratio: 1.8. Thirty (30) minutes between meter and lab draw. Patient repeated the test while on the phone with technical support. Patient's target range is 2.0-3.0.